Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minicap transfer set could not be connected successfully to a titanium adapter. This event occurred during set-up. The minicap transfer set was changed with a new one and it connected to the titanium adapter successfully. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem of connection issue was not verified because integrity of seal surface testing was performed with no issue along with all the other tests. The sample met specification for the reported issue. Should additional relevant information become available, a supplemental report will be submitted.